Event description:
Healthcare professional reported that burns occurred at the incision site while using the system and handpieces. Attempts have been made to obtain additional information, at this time additional information was not received.

Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).